Event description:
It was reported that high threshold was noted on the right ventricular (rv) lead. The lead was explanted on (B)(6) 2025. The patient was recovering without adverse patient consequences.